Event description:
An ultraflex esophageal stent was used in an esophageal stent insertion procedure (pt age, gender and weight unk) in 2007. According to the complainant the "[s]tent delivery system [was] positioned across [the] stricture, deployment started. [H]alfway through placement fierce resistance [was] felt on [the pull] suture and [the physician was] unable to release [the] rest of stent." Reportedly, the "[p]rocedure [was completed] with another stent of the same size with no complications." Following the procedure, the pt was "ok" and "no" adversities [were] reported."

Manufacturer narrative:
The device has been received, but an eval has not been completed; therefore, a failure analysis is not available and the relationship between the device and the cause of this event is undetermined. A device history record review and complaint trend analysis are in progress; results will be provided in a follow-up medwatch report.